Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump basal settings were inaccurate. No reported adverse impact to the customer's blood glucose. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Initial medwatch report inadvertently filed.